Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was the appearance of the staple and cut line related to the ¿cartridge misfire?¿ did the post-operative care of the patient change based on the event? Were there any patient consequences? Are there photos available? If yes, please send to productcomplaint1@its.jnj.com.

Manufacturer narrative:
(B)(4). Additional information: one piece sled, drivers, cartridge. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the "cartridge misfired." The customer said the sled looks like it was "fractured." The case was completed with another device of the same product code. Patient consequence unknown.